Event description:
Reporter had a treatment for fibromyalgia pain by the bales photonic stimulator. Shortly thereafter by the next day, the pain in the tender spots that rptr has associated with fibromyalgia were extremely painful in the upper back and neck area, where the treatment was given, and have been that way ever since. Within 36 hours, reporter developed other symptoms that have remained to this day. These include a "buzzing" type of feeling in head with worsening of the mental fogginess experienced with fibromyalgia. Also, reporter has experienced headaches on the sides of head, an area reporter has never had headaches. They seem to not last long, but come and go with frequency during the day. The "buzzing" feeling in head comes and goes several times per day. Also, the amount of fatigue reporter has suffered with fibromyalgia has greatly increased since treatment. Reporter is much more tired than had been prior to this treatment. Overall, since this treatment, reporter's fibromyalgia symptoms of pain and fatigue have worsened as well as new symptoms that reporter has described, developed and continue to exist.